Event description:
The clinic reported after a cataract extraction procedure, the phacoemulsification machine had a burning smell. At the time of the incident reported, the account did not observe visible smoke. A field service specialist evaluated the phacoemulsification machine and found physical evidence of a visible smoke on of a printed circuit board. No patient injury was reported.

Manufacturer narrative:
In initial report, the name was not added. The name has been added in this follow up in initial report, health professional was selected as "no" and it should have been "yes". This follow up has the correction. In initial report, other was selected as it should have been physician. Physician has been added to. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Event date: patient information was not provided as to no impact to patient, therefore, no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed that visible smoke was present at the time of the event. The fss found the subsystem controller printed circuit board assembly (pcba) had burnt/ charring of melted components. The subsystem controller pcba was replaced. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.